Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced a low blood glucose event accompanied by vomiting event occured on (B)(6) 2025. The patient was hospitalized on the same day and stayed for less than 24 hours. No further information available.